Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during left ventricular lead revision, the physician noted that the right atrial lead was twisted and had an insulation anomaly. The patient was noted to be a twiddler. The lead was explanted and replaced successfully, the patient was asymptomatic and was stable post procedure.